Event description:
It was reported that during the generator change a broken set screw could not disengage, locking the mechanism and damaging the ra lead. The physician did not want to add additional hardware so the atrial lead was capped. The patient did not require pacing.

Manufacturer narrative:
The device was returned due to a header connection anomaly. The header was severely damaged prior to receipt for analysis. The one returned atrial set screw was tested on the bench and functioned normally. The root cause could not be determined due to insufficient product returned.